Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the device was found to have a pin that was pushed back in the connector. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during set-up for a timpanoplasty mastoidectomy surgical procedure, it was observed that the motor device would "not run" and "error code e5 came up on the console, indicating a fault in the hand piece issue". There was a delay of a "few minutes" for a spare device to be retrieved. The device was not being used on a patient at the time of the event. No injuries, medical intervention or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.